Event description:
The clinician reports that the day the implant was placed in ada 3, failure occurred upon insertion. Details of surgery: sinus perforation. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.